Event description:
It was reported that during an unknown procedure the 'max' and 'min' button could not upspring after pressed down. Continuous activation occurred. Changed to a new device to complete the procedure. No adverse event on the patient. One device will be returning.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.